Event description:
Customer hospitalized due to high blood glucose and dka. Troubleshooting was performed. The programming and bolus history appeared to be correct. In addition, a fixed prime test was completed and the insulin exited.